Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Event description:
Patient's representative reported, capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.

Event description:
Patient later reported, left side granuloma and seroma-late. Un reporting capsular contracture, baker grade IV. As this ae, was for the contralateral side. Device discarded.

Manufacturer narrative:
The event of granuloma and seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma and seroma-late.